Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (4)same case as MFR report #: 2134265-2010-01781.it was reported that following a percutaneous carotid artery stenting treatment procedure, the patient experienced hypotension.the index procedure treated the 80% stenosed, 6x25mm target lesion located in the ostium of the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 10x24mm wallstent. Following post dilation with an unspecified device the residual stenosis was 0%. Later the same day, the patient experienced hypotension. The patient was treated with medication and the event was listed as resolved without residual effects on day 5. The patient was discharged on day 2. Per the physician, the event was listed as "possibly related" to the study devices.